Manufacturer narrative:
Extension: model 370820, serial# (B)(4), implanted: (B)(6) 2007; explanted: na, programmer: model 37742, serial# (B)(4); lead: model 3998, lot# v036810, implanted: (B)(6) 2007; explanted: na. Accessory model, 37752 serial# (B)(4).

Event description:
It was reported that approximately three to four weeks ago the patient fully charged her implantable neurostimulator (ins) and received a strong shocking sensation. Following the shock, the patient felt no stimulation sensation and experienced a loss of therapeutic effect. The implantable neurostimulator (ins) was turned on and had 3/4ths battery life left. The patient denied any falls or body trauma that may have contributed to the issue, but did state that she falls a lot. The patient had been receiving hip and back injections three times a year since 2007 but they were no longer giving her any therapeutic benefit. Additional information received reported that out of range impedances were observed. The patient had an x-ray of the leads taken, but results were not known. Additional information has been requested, but was not available as of the date of this report.